Manufacturer narrative:
Correction b5: change quantity to two (2) units from one (1) unit as reported on initial. The customer reported this happened two days in a row with devices from the same batch (omitted from initial report). H4: device manufactured on july 6, 2022- july 7, 2022. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused; infused over (8) eight hours rather than the 23 hours expected infusion time. This was observed during patient infusion. The device was filled with piperacillin/tazobactam13.5g plus citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.